Event description:
It was reported that during an ultrasound guided kidney biopsy procedure, during the second and third punctures, the stylet was triggered but not the cannula, resulting in failed biopsies. A coaxial was not used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore device was received for evaluation. Upon visual evaluation, the device appeared to have blood residue throughout the cannula and received with protective tubing and no yellow guard attached to the needle. The device was received half primed with the top slide pulled back. On functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device three times in a chicken breast with each trigger, for a total of six tests. The device was able to prime and fire properly. All six samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to able to prime and fire properly and all six samples were obtained with no issues. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 06/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure, during the second and third punctures, the stylet was triggered but not the cannula, resulting in failed biopsies. It was further reported that another device was used same problem was encountered. The procedure was completed using another device. There was no reported patient injury.